Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip jumping) was unable to be confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (clip jumping) could not be determined as no issue was identified in returned device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: lot number updated.

Event description:
This report is being filed due to the clip arms jumping open. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4. During preparation of the mitraclip, while unlocking the clip, the clip was popping open to 60 degrees. The device was set aside and not used. There was no patient involvement. Another device was used in replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is expected to return for analysis. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.